Manufacturer narrative:
On december 6, 2020, additional information received , indicated that the account belong to (B)(6) md. Please see his information in section e. After the review of coding, clinician decided to add pc 'no health consequences or impact". Study#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. According to the information provided, the right side capsular contracture baker grade IV was reported under (B)(4) and left side capsular contracture baker grade IV was reported under (B)(4), therefore this complaint is a duplicate of (B)(4). As a result, we are closing this investigation. All further information will be documented on (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old patient underwent a breast augmentation primary with mentor memorygel ,150cc breast implant. Patient presented with right side capsular contracture; baker grade IV. As a result, the device was explanted, and replaced on (B)(6) 2018. This complaint is related to glow study (B)(6). (B)(4) is a duplicate of (B)(4).